Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a history of lung cancer that had been treated with radiation therapy. The indication for the filter placement was reported to be pulmonary embolism (pe) with contraindications for anticoagulation therapy. The filter was implanted via the right common femoral vein and successfully deployed in an infrarenal location without complication. Approximately thirteen years and eleven months after the implantation, the patient underwent an unsuccessful attempt to retrieve the filter. Approximately fourteen years after the implantation, the patient presented with a deep vein thrombosis (dvt) and pe that was complicated by occlusion of the inferior vena cava (ivc) that was caudal to the filter. The patient was noted to have extensive collateral circulation through the lumbar plexus. The patient was noted to have a complete occlusion of the infrarenal ivc, right common and external iliac veins and the left common iliac vein. Attempts to treat the patient with re-canalization were ultimately unsuccessful. Approximately one month later, the patient¿s filter was noted to have clot at its¿ superior aspect. The patient¿s ivc was noted to be completely atretic and collapsed. The saphenous vein was markedly engorged with multiple venous collaterals in the upper thighs, scrotum and lower abdominal wall. An attempt to retrieve the filter was unsuccessful. Approximately fourteen years and two months after the implantation, a second attempt to retrieve the filter were unsuccessful. Additional received indicated that it could not be retrieved due to occlusion of the filter with thrombus. Approximately two months later, the patient underwent successful re-canalization (with angioplasty and stent placement) of the chronically occluded left iliofemoral veins and ivc. Attempts to re-canalize the right external iliac vein and common iliac vein were unsuccessful. The patient reported experiencing subsequent lower extremity pain, weakness, leg heaviness, varicose veins, skin discoloration and difficulty walking. The patient further reported having experienced constant stress and worry that the filter will malfunction and cause injury. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted more than thirteen years after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt; nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and occlusion within the device or within the ivc do not represent a device malfunction. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain, weakness, leg heaviness, skin discoloration, difficulty walking, circulatory collapse and varicose vein events experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. Patient code (B)(4) was used as there are no codes available for 'occlusion within device." The initial legal brief states that the device is an optease filter. The medical records from the index procedure state that the implanted device is an optease filter. The medical records from the removal attempt state that the device is a trapease filter. Additional information received per the medical records state that the indication for filter placement was pulmonary embolism and contraindication to anticoagulation therapy. Other medical history includes lung cancer with radiation therapy. The filter was deployed via the right common femoral vein. It was placed into the infrarenal area without complications.   Approximately fourteen years after the index procedure, the patient presented with deep vein thrombosis and pulmonary embolism complicated by inferior vena caval (ivc) occlusion caudal to the filter. This condition caused the patient to experience significant lower extremity symptoms. Inferior vena cava recanalization and stenting procedures were planned. Per the surgical impression, there was complete occlusion of the infrarenal ivc, right common/external iliac veins and left common iliac vein status post unsuccessful attempted blunt and sharp recanalization. Fourteen years and four days after the index procedure a computed tomography (CT) scan revealed no stenosis or filling defect from the right atrium to the confluence of the renal veins. The infrarenal cava area contained an inferior vena cava filter with clotting at its superior aspect. Inferior to the filter, the cava was completely atretic and collapsed. Also noted was a non-simple cyst in the right kidney. Fourteen years and two months after the index procedure a left iliocaval recanalization, sequestration of the ivc filter, iliocaval angioplasty and stenting were successfully completed.   Per the patient profile form (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately fourteen years after the index procedure. The form also states that the device was unable to be retrieved. There were two unsuccessful retrieval attempts. The first attempt was thirteen years and eleven months after the index procedure and the second attempt was fourteen years and two months after the index procedure. It was reported that the device was unable to be retrieved due to occlusion of the filter, and the filter being completely thrombosed. The filter failure has caused the vena cava to become completely atretic and collapsed. Subsequently the patient has experienced lower extremity pain, weakness, leg heaviness, varicose veins, skin discoloration and difficulty walking. The patient also suffers from constant stress and worry. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). Describe event or problem: as reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to blood clots, atretic and collapsed inferior vena cava caudally and a failed removal attempt procedure. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and circulatory collapse do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to blood clots, atretic and collapsed inferior vena cava caudally and a failed removal attempt procedure.